Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked, resulting in the top third of the touchscreen becoming unresponsive and impairing normal user interaction with the device. Symptoms included no reported changes in blood glucose. Outcomes included temporary discontinuation of ilet therapy and use of an alternative insulin therapy while awaiting a replacement device. Investigation included collection of device identifiers, visual confirmation via user-supplied photograph, and logistical coordination for device replacement. Investigation of this case revealed physical damage to the display assembly consistent with user-handling damage that rendered a portion of the touchscreen nonfunctional. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.